Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was not reported. Troubleshooting was performed. Reviewed the programming on the insulin pump. The time was adjusted with one hour slow. The alarm history revealed several no delivery alarms. Ran a fixed prime test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.